Event description:
Patient reported capsular contracture baker grade iii, seroma diagnosed by MRI and the following events "persistent swelling, presence of pain in the area of the breast implants, breast enlargement, lumps in the breast, breast asymmetry, skin rash, hardening of the breasts, chronic headaches, persistent joint and muscle pain, respiratory difficulties, patchy hair loss and breast implants deformation". The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: observed the tissue in the surface of the device but as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Edema-ndr: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. Skin rash/dermatitis: unable to confirm as it is a medical event not related to the device. Headache-ndr: unable to confirm as it is a medical event not related to the device. Pain-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
It was further reported that "there is a double capsule under the right implant." The events of ¿persistent swelling¿, ¿lumps in the breast¿, ¿chronic headaches¿, ¿persistent joint and muscle pain¿, and ¿patchy hair loss¿ are not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.